Event description:
It was reported that the plate broke intraoperatively during a oc fusion procedure. Nothing fell into the patient. The surgeon used a bigger plate to complete the case, with no delay or adverse patient consequences.

Manufacturer narrative:
The incident of this report do not constitute a MDR reportable event as the malfunction occured outside of the patient with no associate risk to the patient. Per past precedence: intraoperative plate breakage has not been known to result in death or serious injury. Intraoperative plate breakage is most commonly reported occuring outside of the patient body during plate bending.